Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer confirmed there was no damage on the insulin pump, and did not have the clear ring on the insulin pump, she has the new design reservoir chamber on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump does not have clear ring. Customer stated that there was no damage to the insulin pump. Customer declined troubleshooting for low blood glucose level and had gastric bypass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.